Manufacturer narrative:
The customer received a replacement device. Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to capacitor, designator c2. The capacitor caused excessive current drain which depleted the battery. Stryker archived the returned device.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.